Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 260mg/dl at the time of the incident. It was reported that the insulin was kept in room temperature. It was reported that the customer's mother initially got rid of air bubbles after fixed prime but air bubbles appeared again. It was also reported that there was leak in previous reservoir. Customer's mother was advised to change reservoir. The reservoir will not be returned for analysis.